Event description:
Seen in consult in office after mammogram revealed probable extracapsular rupture of left breast implant and possible chronic subcapsular rupture of right breast implant. Implants removed. Noted to have bilateral intracapsular ruptures with moderate calcifications and thickening of breast capsule (right) and siliconoma right breast and severe calcification and thickening of left breast capsule.